Event description:
Customer reported an issue with her tandem mobi where she had to replace the cartridge every day due to an alarm occurring during bolusing, indicating the cartridge could not be used after roughly 24 hours. There was no adverse impact to her blood glucose level. As a temporary solution, she switched to using her old pump. It was noted that she received a call from customer support but did not have the pump with her at the time and planned to call back when she did.